Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised the chair moved on own a couple of times, end user was driving chair and faulted showing attendant over ride, release joystick, joystick time out, spoke with tech, chair has asl driver control.